Event description:
Customer reports obtaining back to back glucose results of hi and 134 mg/dl on the active system. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.